Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons on her pump are going out. The customer stated that the buttons are not working properly. The customer stated that the buttons are jammed and have to be pressed really hard. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump had intermittent button response due to flattened dome switches. The keypad connector on the lcd board was found locked properly. The pump had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.